Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg would not communicate with external devices. A healthcare representative confirmed the issue and the ipg was determined to no longer be in a bondable state. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient underwent a surgical procedure on (B)(6) 2022 during which the ipg was explanted and replaced to address the issue.